Event description:
Patient was revised to address osteolysis, poly wear of the insert, and loosening of the femoral, tibial, and patellar components. It was noted that the femoral component had become so loose that it was completely off the anterior cortex, with no cement bonded to the implant. There was also serious bone loss. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product recd by mfg. Examination of the submitted insert confirmed unanticipated polyethylene wear. Evidence was found of entrapped third body debris which led to accelerated material wear. A search of the complaint database did not show any additional reports against the lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.